Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery that resulted in the observed premature battery depletion.

Event description:
It was reported that during the implant procedure, the insertable cardiac monitor (icm) was paired and showed a low battery message. The device was not implanted and when it was checked again the battery message remained. The device will be sent back for analysis. No adverse patient effects were reported.